Manufacturer narrative:
(B) (4).

Event description:
It was reported that during an arm vein interventional procedure, a balloon detachment was reported. The lesion was located in an arm vein, used for dialysis. The lesion details are unknown. The ultrathin diamond balloon 8x4mm was advanced to the lesion. The balloon was inflated and ruptured. The inflation details are unknown. The "shaft delaminated from the balloon and the balloon detached from the shaft inside the body." The balloon was successfully removed with a forceps. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "ok."

Manufacturer narrative:
Device evaluation by manufacturer: the device was received with the balloon completely detached. Visual and tactile examination revealed no damage was noted to the shaft of the device. The distal end of the balloon had been pushed in on itself. The proximal end of the balloon had a partial circumferential tear. Traces of dried blood were visible on the balloon material. Both the proximal and distal bonds were intact. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4)

Event description:
It was reported that during an arm vein interventional procedure, a balloon detachment was reported. The lesion was located in an arm vein, used for dialysis. The lesion details are unknown. The ultrathin diamond balloon 8x4mm was advanced to the lesion. The balloon was inflated and ruptured. The inflation details are unknown. The "shaft delaminated from the balloon and the balloon detached from the shaft inside the body." The balloon was successfully removed with a forceps. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "ok."